Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart/low battery/off no power alarms, reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got unexpected restart alarm. The blood glucose level was unknown. The customer also reported that they got a new battery cap and that did not resolve issue. Troubleshooting was performed for unexpected restart alarm. The insulin pump will be returned for analysis.